Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. Two samples were returned for evaluation as well as digital photos. The samples and photos were assessed for safety shield failure. The reported condition could not be confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A corrective action is not applicable at this time. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the needle bent slightly (from pressure engaging the cover) and protector was engaged. It seems like the internal clip didn¿t activate because the needle was bent meaning the needle could be exposed again. No injury reported during this incident.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.